Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Device was discarded by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 6 (sep6). During the procedure, the physician removed the sep6 to clear the indigo system aspiration catheter 6 (cat6); however, upon retraction, the physician noticed that the sep6 had sheared apart within the cat6. The physician therefore removed the cat6 with the sep6 inside, and completed the procedure using a new sep6 and the same cat6. There was no report of an adverse effect to the patient.